Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she changed out her infusion set and is having high blood glucose levels. Customer states her blood glucose was so high that it was not registering. Customer stated she's high and feels "off". Customer's blood glucose level was over 500 mg/dl. The customer had a dry mouth. Sensor reading was 400 mg/dl. Customer states she gave herself a "small" bolus. Customer treated while on the phone. Customer states the down arrows are showing on the pump and her level and trending downward. The device was not returned.